Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported issues with the insulin pump. Customer states that they get stuck in the utilities menu and the buttons of the insulin pump are not working. Advised customer to not jump into the swimming pool with the insulin pump. The blood glucose reading is 12.3 mmol/l. Nothing further reported.